Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this implantable pacemaker device had already reached elective replacement indicator (eri). Boston scientific company representative had been watching for a couple of months and was concerned about possible early depletion. The technical services reviewed communicator and explant indicator already reached on the (B)(6) 2020. In addition, the analysis result stated that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year and was expected to continue to increase. The device was explanted. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient with this implantable pacemaker device had already reached elective replacement indicator (eri). Boston scientific company representative had been watching for a couple of months and was concerned about possible early depletion. The technical services reviewed communicator and explant indicator already reached on the thirteenth of (B)(6) 2020. In addition, the analysis result stated that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year and was expected to continue to increase. The device was explanted. No additional adverse patient effects reported.